Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('took them out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have blood testosterone decreased ("testosterone level non existent"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and blood testosterone decreased outcome was unknown. The reporter considered blood testosterone decreased and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and blood testosterone decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: case upgraded to serious incident. Event - took them out added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.